Event description:
A tmj revision surgery was identified by a biomet team member during a tmj reconciliation. The surgeon's office confirmed the revision which was conducted due to continued swelling, pain, and drainage.file one of eight.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.